Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image/b30 communications error could not be determined, however, the issue was likely the result of a damaged or disconnected image sensor unit due to repetitive use stress, external factors, user handling and or a circuit board component failure. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on the charged coupled device (ccd) unit; b30(scope communication error) occurred. Due to dirt on the electrical contact of the video plug; b30(scope communication error) occurred. The bending section cover (a-rubber) had a scratch and chip, the control unit, switch (sw)1, the up/down plate, thee right left plate, the grip, the light guide (lg)-cover glass, the lg connector, and the video connector case had a scratch, the video connector had a crack and scratch, due to damage on the engagement lock (fe) lever; bending section could not be fixed firmly. And due to looseness of insertion pipe; connection between insertion pipe and control unit was not secured. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center. Indicating during a therapeutic procedure, the endoeye flex deflectable videoscope had no image-unrestorable-error code. It was noted, that the intended procedure was completed successfully. There was no harm or user injury reported due to the event.